Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, respiratory failure, and vasoplegia could not be conclusively established through this evaluation. An autopsy was not performed and the device was not explanted for evaluation. The heartmate 3 lvas instructions for use (IFU) lists adverse events, including right heart failure, respiratory failure, and death, that may be associated with the use of the heartmate 3 lvas. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, respiratory failure, and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after the chest was closed, the arterial pressure dropped significantly due to vasoplegia. The heartmate 3 increased flow and the right ventricle enlarged which caused a lot of harm. The patient more or less recovered with a lot of drugs. A right ventricular assist device (rvad) with extracorporeal membrane oxygenation (ECMO) was placed with protek duo; it was noted that the pump used as the rvad was not disclosed. The lungs of the patient were damaged, and they did not saturate well. The patient had cardiac collapse and vasoplegia and the patient passed away. The outcome was not considered device or therapy related and the device operated as expected. An autopsy was not performed, and the device was not explanted.